Event description:
The clips would not stay on tissue. They kept sliding off after placement. Another hand piece was opened to complete the procedure. Manufacturer provided return goods authorization number and product return packaging.